Event description:
On priming the wash set, the bowl started to whine excessively. The revolutions appeared to be higher than 5600rpm as indicated on the electa screen. The electa machine was stopped immediately with no complications or patient involvement. A new wash set was installed in the centrifuge and did not experience any additional problems with the new kit or machine.

Manufacturer narrative:
The product involved was returned, and visually and dimensionally inspected. The inspection found a defective coupling angle between the centrifuge mounting ring and the bottom of the bowl. Additional evaluation was performed on the wash sets in the bracket that included this lot. That evaluation included performance testing and revealed that if the bowl cannot be inserted into the centrifuge in accordance with the IFU, there is a risk that the bowl's rotating seal area could deteriorate during operation, releasing particulates into the processed blood. The loading of wash sets from this bracket of product can be more difficult due to a manufacturing process error that resulted in a slight deformation in the mounting ring on the bowl bottom. The process error has subsequently been corrected by sorin group.